Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1314492-2021-03122. All information can be found under that manufacturer report number 1314492-2021-03122. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported downstream occlusion error, which was reproduced. A review of the event history log identified multiple downstream occlusion messages. The reported condition was verified. The cause was determined to be force sensor was out of specification, which was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. The failure occurred before first clinical use at the biomed service department. There was no patient involvement. No additional information is available.